Event description:
It was reported from review of programming history that the patient experienced high impedance. The generator's manufacturer's device history records was reviewed. The generator passed final functional and quality specifications prior to release. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
Further information was received from the patients neurologist office that the device is non-functional as of on (B)(6) 2022. No further information was provided. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
The md has indicated that surgical intervention has been taken or planned. Dates were not provided. No known surgical intervention has occurred to date. No other relevant information has been received to date.